Event description:
It was reported that during the laparoscopic surgery of the thyroid gland the patient gasped; the anesthesiologist thought that the cuff of the emg tube leaked air, but it wasn't solved after inflated. There was no test in vitro, but after inflating inside the body, the pressure feedback of the small cuff outside was normal. The anesthesiologist judges not by how much air is injected, but by the pressure feedback of the small outer cuff close to the tip of the nose (standard of anesthesia). Because each person's airway is different in thickness, the amount of gas required is different. The indoor air is used, which is inflated with an ordinary syringe, which is uniform. The operation was halfway through. The anesthesiologist discovered it in time, and hypoxia and saturation drop had not yet occurred. The anesthesiologist had performed mucus treatment , but it was useless. Just before the ¿gasp¿ was heard, the patient and/or the emg tube not repositioned. The other endotracheal tube was ready, and then the previous one was pulled out while checking second and third tube. After extubating, because it was a pollutant, no further monitoring was performed. A second endotracheal tube was tested, and it was found that there was still an air leak when inflating it outside the body. Because of this problem, the third tube from another batch was replaced. The anesthesiologist inflated it outside the body, but the surgeon still felt that the small external airbag was not inflated enough after inflating and suspected that there was still a leak. Large cuff was inflated for both of the second and third tubes. To continue with the procedure, it was replaced with another brand of endotracheal tube. The patient had no obvious discomfort. There was no patient injury.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found visually, there was no damage in the cuff balloon seen by the unaided eye. A syringe was used to inject 20cc of air into the cuff and the cuff deflated immediately. For further analysis, a leak test was performed by submerging the cuff underwater and bubbles (leakage) were observed on the proximal end of the cuff adjacent to the blue with clear tubing electrode. Under magnification, there was a small puncture in the seam of the cuff. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.